Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. No symptoms were reported. Inappropriate automatic mode switch episodes were seen on the pacemaker. This was due to far r oversensing. Programming changes were made on (B)(6) 2019.